Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert twice as well as the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 259 mg/dl, 184 mg/dl and the sensor glucose was 180 mg/dl, 149 mg/dl. The customer was assisted with troubleshooting. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. Customer states this was not the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer states new battery resolved the issue. Customer states insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend on low or suspend before low event was 1:38 suspend on low. Low limit in sensor settings was 90 mg/dl. Customer states blood glucose value associated with the triggered suspend event was 140 mg/dl and 150 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The devices will not be returned for analysis.